Event description:
It was reported that the ventilator generated alarms indicating a high airway pressure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms indicating a high airway pressure. Identification of issue has been done by analyzing problem description, service report and the device¿s logs. It was clarified that the customer reported ventilator's issues with delivering set volumes, malfunction of safety valve functionality and stop of ventilation. The device was checked by the field service engineer and no deviation of ventilator was found. Review of the provided logs confirms the occurrence of the reported issues. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. Alarms such as airway pressure high, airway pressure continuously high, positive end expiratory pressure high or expiratory minute volume low indicate a leakage in the patient circuit or a high expiratory resistance. The issue was decided to be reported as the occurrence of the above-mentioned clinical alarms may indicate insufficient ventilation to the patient or no ventilation. Moreover, the device's logs were analyzed by a clinical specialist and it was confirmed that the ventilator was behaving in an accurate way in accordance with set alarm limits and alarms generated. The described behavior of the safety valves is as designed. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or an increased expiratory resistance due to accessories in the patient circuit or leakage, but there was no technical malfunction of the ventilator. The root cause of the reported alarms has not been determined, as it remains unknown what was the source of the alarms activation.

Event description:
Manufacturer's ref. #: (B)(4).